Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: tip of trocar broke off into subcutaneous tissue in abdomen. Tip was retrieved and placed in red biohazard bag.

Manufacturer narrative:
(B)(4).